Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H11: manufacture narrative: iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced elevated iop 40 mmhg without pupil block and angle closure, excessive vault, and significant reduction of iridocorneal angles. Medication administered and lens exchanged for a shorter length lens and the problem was resolved. Cause of the event was reported as unknown, "due to narrow iridocorneal angle, the surgeon decided to replace the icl with a shorter lens. The elevated iop is not caused by the high vault. The surgeon assumed that the patient would respond to steroids. Therefore, in addition to the exchange, postoperative treatment with acemit was started to control the iop."